Manufacturer narrative:
A brand name, model, UDI and manufacturer lot code was not provided. The reported brand name is the default for when tampon brand was not given. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-u.s. Event. The event occurred in (B)(6). Consumer reported 2 pledgets falling apart inside of her over a year ago. Consumer stopped use after incidents.